Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information obtained identified the patient did not have her scs ipg replaced as previously reported. Reportedly, during the procedure the ipg pocket site was revised and no device was removed or replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient was unable to communicate with her ipg and external devices. The patient stated the programmer diplayed a communication error. A sjm representative met with the patient but was unable to resolve the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient had her scs ipg explanted and replaced. Stimulation therapy has reportedly been restored.